Manufacturer narrative:
The returned device was evaluated. Visual inspection confirmed damage to the front chassis. The device was returned with a battery that required charging for it to power on. During operational testing, the unit provided visual alarms and passed simulation tests by providing accurate measurements. No product performance issue were identified related to spo2 and pulse rate. Internal inspection was performed and no internal physical damage or loose interconnections were observed. The device was functioning as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device provided inaccurate readings and a missing front bracket.